Manufacturer narrative:
The vessel sealer extend (vse) instrument has been returned and evaluated by the failure analysis team on 05/01/2025. Fa investigations could neither replicate nor confirm the customer-reported complaint of 'vse shut down the system'. The instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of "melting". The instrument was placed and driven on an in-house system where it passed the recognition and engagement tests, moved intuitively with a full range of motion in all directions, and its grips opened and closed properly. The instrument received an error "check energy cord connection" when trying to cut and seal. No errors were found in the logs.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument shut down the system. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: tissue effect was observed during the sealing cycle, but the sealing cycle did not complete with three fast audible tones, and the vessel sealer extend (vse) instrument¿s jaws would not unclamp. The vse did not seal successfully; there was no audible signal (continuous tone) while the pedal was pressed. No errors occurred, and the target tissue was the omentum. There was no bleeding that occurred due to the reported incident, and the customer manually assisted in releasing the vse. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.